Manufacturer narrative:
Product evaluation: failure analysis for fiber s-llf200tg / (B)(4)-503c: the fiber is fractured within the blue jacket and not detached at 0.3 cm from the fiber tip; the fiber was tested with hene laser fixture, aim beam is visible at the break; the fiber appears stretched and melted at break location; black discoloration was noted near break location within blue jacket. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.

Event description:
It was reported that during a surgical procedure, the customer reported "fiber broke". The fiber was replaced and the second fiber exhibited the same issue. The fiber was replaced and the procedure was completed using a third fiber. "No injuries to the patient" reported. Additional information was not reported. The report is for the second fiber.